Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with ischemic toes on their right lower extremity (rle) on (B)(6) 2021. An occlusion of the right common femoral artery with distal reconstitution was found. The patient also had volume overload. A blood transfusion was done due to anemia on (B)(6) 2021. The source of the bleeding was not identified and the event was considered resolved. Additionally, they had an arterial peripheral thromboembolism and an embolectomy was performed. This was identified as the cause of the ischemic toes on the patient's rle. The patient had a vv-ir aortogram that showed the right common femoral artery as chronically occluded. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported arterial peripheral thromboembolism, bleeding, and volume overload could not be conclusively determined through this evaluation. A specific cause for the reported events could also not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section "introduction" lists adverse events that may be associated with the use of the heartmate 3 lvas, including arterial non-central nervous system (cns) thromboembolism and bleeding. Section "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device and includes considerations for when there is a risk of bleeding. This section also lists and thromboembolism as a potential late postimplant complication. No further information provided. The manufacturer is closing the file on this event.